Event description:
During an initial implant procedure, it was noted the right atrial (ra) lead had to be repositioned as it was difficult to get appropriate sensing and capture values. After repositioning, it was noted the helix was unable to extend. The ra lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of a helix mechanism issue, sensing and threshold issue were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. X-ray examination of the lead found overtorque of the inner coil consistent with the procedural damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Electrical testing performed did not find any conductor fracture but an internal short was found due to overtorqued of the inner coil in the connector region during the procedure. The cause of the reported events was isolated to overtorque of the inner coil in the connector region and the helix being clogged with blood/tissue.